Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that insulin pump did not failed audio/beep test and the insulin pump was in use at the time of the low blood glucose. Low blood glucose event was confirmed as to occurring "last night," but does not state if that was before or after midnight. Insulin pump was found not able to beep on (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 56 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided. Auto mode was not used at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
The supplemental report, follow up number 2, was submitted with the wrong aware date. The correct aware date is 16-apr-2019.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.